Event description:
Report rec'd from the USA stating that the locking mechanism of the device became unlocked during an anterior cervical disk fusion. There was no user or patient injury reported. It is unknown if delay medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the reported condition of "unlocked during procedure" was not confirmed. (B)(4) evaluated the devices, and the reported problem could not be duplicated; the locking mechanism of the motor was found to lock and release as designed. It is possible that the reported problem may have been caused by the user inadvertently pulling back on the lock release sleeve during use. If add'l info is rec'd, a supplemental report will be sent. (B)(4).